Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection describes how to detect the subject event. - instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had bad angulation. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: due to wear of angle wire, the play of up/down knob was out of the standard value, due to a dent on scope cover, water tightness was lost; the connecting tube, the plastic distal end cover, the protector of universal cord on scope connector side, the scope connector cover unit, the image guide protector, the scope connector, the universal cord, the grip, the switch 1, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the switch box, the control unit, all had a scratch, the adhesive around light guide lens and the adhesive around objective lens both had peeled, the switch 4 had wear, the adhesive on bending section cover had a crack, due to wear of zoom lever, water tightness was lost, the connecting tube had a wrinkle, due to dirt on objective lens, there was a lack of image on the monitor, the plastic distal end cover had a scratch, the control unit had discoloration, and the suction cylinder, the forceps channel port both was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.